Event description:
It was reported to adac that data imported from a dicom scanner have the incorrect x and y pixel dimensions. The user imported CT data sets with differing fov's/mag factors/pixel sizes. They deleted one group of images and begin the planning process on the remaining images. The pixel size included in the original data set header is incorrect and applies only to the deleted image set. No injury was reported as a result of this issue.